Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that upon start-up of intra-aortic balloon (iab) therapy, there was an issue with the arterial pressure lumen. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior. A sheath was not returned. No kinks in the inner lumen or catheter tubing were observed. No breaks in the fiber optic sensor were observed. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and inner lumen was performed and no leaks were detected. A 0.035¿ guidewire was inserted through the iab and the inner lumen was found to be clear. A sensor output test was performed and the sensor was found to be within specification. The evaluation does not confirm the reported failures. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
Additional contact person information - (B)(6) rn (B)(6). Complaint record ID # (B)(4).

Event description:
It was reported that upon start-up of intra-aortic balloon (iab) therapy, there was an issue with the arterial pressure lumen and there was no waveform/pressure readings on the console. The console generated a fiber optic sensor failure alarm. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.